Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 198 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. No damage on the keypad assembly was noted. No button error alarm during testing was noted. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the display window, and a stripped battery cap coin slot.